Manufacturer narrative:
A 2000e china sample was not available for investigation. However; the customer confirmed the complaint sample was from lot 22015485. The feedback provided by the customer indicates that it was not possible to prime the set as occlusion was detected when using the smartsite component. The customer also confirmed the connecting product was a 5ml bd syringe. Analysis of the photograph provided by the customer, did not identify any manufacturing defects which may have contributed to the customer's experience. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the nurse reported that both the flush and the syringe could not be refilled, both when they were used for the first time. Including the force did not flush later it just doesn't go fluid, and the teacher wonders if it's stuck inside.